Event description:
The customer reported to olympus that the camera head was unable to display image. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak at the cable unit, due to water leak in the button, the switches cannot be pressed down smoothly, and due to poor water tightness of cable unit, the endoscopic image cannot be displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The device was returned from repair and was reprocessed per the instruction manual prior to being sent to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that no image was displayed due to a communication failure caused by a cable, the faulty cable was caused by water immersion from the cable. Olympus will continue to monitor field performance for this device.